Event description:
The physician faxed over some egms for review. The st. Jude medical technicial services reviewed the emg's and discussed that the noise on the ventricular channel appeared to be related to a lead fracture. As a result of the noise, the patient received inappropriate high voltage therapy. The lead was replaced.